Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist confirmed from the customer that they put a wrong machine. Further, the customer requested the technical support specialist to close the case, and no further investigation was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine had become unresponsive and tried flipping plug and unplug switched but issue still persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine had become unresponsive and tried flipping plug and unplug switched but issue still persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the imdrf a grid codes.